Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number: (B)(6) sustained a cracked screen after being dropped, and the user experienced a hypoglycemic event while disconnected from cgm for several days and temporarily using mdi, later resuming ilet use; replacement was arranged and the original was returned. Symptoms included low blood glucose to 53 mg/dl without loss of consciousness or need for medical treatment, corrected with oral carbohydrates. Outcomes included transient hypoglycemia without hospitalization or medical intervention. Investigation included customer service troubleshooting and retrieval of the damaged device for evaluation. Investigation of this device revealed physical damage to the display component consistent with user-induced impact, with no allegation of device malfunction related to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling and accidental damage.